Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a black mark on the reservoir. This was identified during storage of the device. The device was filled with an unspecified amount of fluorouracil half strength. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the lot 14m028 was manufactured from november 16, 2014 to november 17, 2014. Visual inspection was performed and black mark was observed on the reservoir of the device. No cause was able to be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.